Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/26/06 (10:42pm), the patient obtained the "9.6 mmol/l" (memory shows "9.3 mmol/l"), which she felt was inaccurately high since she only had a light supper (soup) earlier that evening had reduced her food intake throughout 11/26/06 because she was unwell the day before. The pt was expecting a meter reading of at most around 6 or 7 mmol/l. Following the "9.6 mmol/l" reading, the pt took 3 units of humalog based on her sliding scale in addition to her usual nightly 42 units of levemir. Around 1:20am on 11/27/06 the pt became symptomatic: disorientation, sweating, clammy skin, and facial redness, which the pt attributes to being hypoglycemic. At 1:24am, the pt tested on her meter and got "2.1 mmol/l" and immediately had orange juice, 1 tsp of sugar, and ginger ale; however, her symptoms were not alleviated. At 1:53am the pt tested on her meter and got "5.7 mmol/l" (not 5.0 mmol/l" as previously noted) and then called the ambulance, which arrived "within minutes." The pt was tested immediately on the ambulance's meter and got a "2.1 mmol/l" while having symptoms of "extreme shakes" in addition to the previously reported symptom, was treated with IV glucose, and was taken to the hosp. The customer care advocate verified that the meter was correctly set to "mmol/l; "however, the cca discovered that the pt was using the upper thigh to obtain the blood sample, which is not an approved site for testing for the one touch ultra meter (use error). Although use error may have contributed to inaccurate meter readings, this complaint is being reported because the pt took insulin based on her meter reading and 3 hours later became hypoglycemic. In addition, her "5.7 mmol/l" did not correlate with the reported symptoms and with the ambulance's meter reading. The meter, test strips, and control solution were replaced.